Event description:
It was reported that after lens insertion the surgeon noticed that the haptic was bent. The incision was enlarged, lens was removed and replaced with a back up lens. No sutures were required. Additional information has been requested. Please reference MDR# 1119279-2013-00229 for the delivery device used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.